Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported a right side "intracapsular rupture". This record pertains to the right side. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side "intracapsular rupture" and "output silicoma lumps". This record pertains to the right side. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a right side "intracapsular rupture" and "output silicoma lumps". This record pertains to the right side. The device has been explanted and replaced with a non-allergan product.